Event description:
Related manufacturer report number: 1627487-2023-03162. It was reported that the patient was experiencing ineffective therapy. X-ray revealed the patient's l2 leads had fractured. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had both leads explanted and replaced. Effective therapy was established post-operatively.